Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for sensing integrity counter (sic) and high rate non-sustained episodes. The device was interrogated and high pacing impedance and oversensing were noted. Noise was seen ona stored electrogram. A fracture was suspected in the tip electrode. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.